Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and the reported failure phenomenon could not be reproduced. The error log of the subject device around event date was reviewed and found there was no history that e315 error occurred. The device history record was reviewed and found no irregularities. As a result of the evaluation, omsc judged that the subject device meets the specification. Based on the evaluation result so far, omsc surmised the reported failure phenomenon was attributed to temporary communication error between the subject device and the camera head (e.g., due to any foreign material with the electrical contact part).

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified urology procedure, the subject device was used. After about 30 minutes since the surgery began, scope error (e315 error) occurred and the color bar was displayed on the monitor. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.